Event description:
In 2006, the lay user/patient contacted lifescan alleging that his one touch ultra2 was incorrectly set to spanish language setting and the meter reverted to set up mode with a test strip insertion. The medical affairs specialist spoke with the patient on four days later to obtain/verify the following information. The patient test twice a day, but was unable to test his blood glucose for about a month prior to contacting lifescan due to the meter setup issues; however, he did not make any changes to his lantus regimen (30 units in the morning and 30 units in the evening). Approximately a week earlier, the patient developed numbness in his fingers and the numbness got worse on event day when he first woke up. While experiencing symptoms, the patient attempted to test on his meter, but the meter was set to the spanish language setting, so he was unable to test his blood glucose. Around 8am the same day, the patient went to his doctor because of his symptoms. The patient obtained a "57 mg/dl" on the doctor's meter, was given orange juice and advised the patient to keep the same insulin regimen. The customer care advocate walked the patient through setting up the meter's setting and was able to resolve the issues. This complaint is being reported because the patient was unable to test on his meter for about a month, developed numbness in his fingers, and was treated for low blood glucose at the doctor's office. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter of strips are returned, lifescan will evaluate it/them and, it either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.